Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the available information, the reported recurrent mitral regurgitation (mr) appears to have been a result of procedural conditions. The reported patient effect of recurrent mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event, implant date: dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip devices referenced are filed under a separate medwatch report number. Article title: prevalence and echocardiographic features of iatrogenic atrial septal defect after catheter-based mitral valve repair with the mitraclip system.

Event description:
This is filed to report mitral regurgitation. It was reported through a research article that 30 patients with mitral regurgitation underwent a mitraclip procedure and had an atrial septal defect after the procedure was completed. Within 12 months of the procedure, 8 patients had an atrial septal defect that was still present and recurrent mitral regurgitation. Details are listed in the attached article, titled ¿prevalence and echocardiographic features of iatrogenic atrial septal defect after catheter-based mitral valve repair with the mitraclip system.¿ no additional information was provided.